Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 1.5x12mm; stent: 2.25x23mm xience alpine. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or device damaged from this lot. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (eifu) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other xience alpine stent referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the circumflex and obtuse marginal arteries after two xience alpine stents had been deployed without issue, the vessel was re-wired with an unspecified guide wire and a 1.5 x 12 mm non-abbott balloon dilatation catheter (bdc) was advanced for side branch access dilatation, but the device could not cross the stent implant and became stuck within the stent struts. The bdc was forcefully pulled and the bdc and both stent implants were removed from the anatomy. A dissection of the circumflex artery was noted. Three stents were again implanted; one each in the obtuse marginal and circumflex arteries and one in the circumflex as treatment of the dissection. The patient was reported as doing fine and was discharged. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.